Event description:
Reference number (B)(4) event occurred in the united states on (B)(6)2024. It was reported that the patient faced infusion set occulsion in tubing. Patient's blood glucose at the time of issue was 270 mg/dl. Patient took correction bolus via pump to address high bg. Patient replaced infusion sets and resumed insulin successfully no further information available.